Manufacturer narrative:
The events of lymphoma alcl, capsular contracture, and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: "natrelle® silicone-filled breast implants and natrelle inspira¿ breast implants are indicated for women for the following: breast augmentation for women at least 22 years old. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation."

Event description:
Healthcare professional reported right side ¿enlargement and contracture of the right breast," baker grade IV. Treatment included "right total capsulectomy" and "implant removal." During explant surgery, "right side significant intracapsular debris and grossly thickened capsule" was noted. Healthcare professional additionally noted "path demonstrates bia-alcl" and patient is undergoing "serial pet-CT scans q 6 months". Device information provided as a "mcghan 500 cc textured round silicone" breast implant.

Event description:
Healthcare professional reported right side ¿enlargement and contracture of the right breast," baker grade IV. Treatment included "right total capsulectomy" and "implant removal." During explant surgery, "right side significant intracapsular debris and grossly thickened capsule" was noted. Healthcare professional additionally noted "path demonstrates bia-alcl" and patient is undergoing "serial pet-CT scans q 6 months". Device information provided as a "mcghan 500cc textured round silicone" breast implant.